Event description:
It was reported that during the procedure, the tip of the device fell off. The tip did not fall into the surgical site, and the pt did not require any additional treatment as a result of this event. The procedure was successfully completed with a back up device.

Manufacturer narrative:
The device was not received by the manufacturer for investigation. A quality investigation is ongoing. When the investigation is completed, a follow up report will be filed.